Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited noise oversensing which led to the device initiating unnecessary mode switches from atrial tracking to non-tracking mode. Boston scientific technical services (ts) was contacted for assistance and discussed that the noise appeared to be due to minute ventilation signal oversensing and could also be indicative of a lead insulation breach. The patient was symptomatic with mode switches. It was found that the mode switch lower rate limit was set to 120 beats per minute. The minute ventilation feature was turned off and the device sensitivity was changed. Additionally, the device and right atrial (ra) lead exhibited out-of-range pace impedance measurements. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Additional information received indicates that the device and right atrial (ra) lead exhibited low p-wave measurements and undersensing. Subsequently, the ra lead was explanted and replaced. The device and right ventricular (rv) lead were also explanted due to an upgrade to an MRI-compatible system. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Additional information received indicates that the physician suspected there was insulation damage on the lead. However, no damage was visualized at the revision procedure. The lead was destroyed during a difficult extraction. The device remains expalnted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device revealed a hole in the atrial seal plug. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Although the presence of fluid in the header seldom creates a performance issue, fluid penetration may cause oversensing. In this case, the hole in the atrial seal plug likely contributed to the reported noise and oversensing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.